Event description:
It was reported that after a supply change and application of a new freestyle libre 3+ sensor, the ilet bionic pancreas was not displaying blood glucose readings because the user had not scanned the sensor to initiate pairing and warmup. Symptoms included no blood glucose values available on the ilet with no reported averse clinical symptoms. Outcomes included successful scanning of the sensor and entry into the warmup period following troubleshooting and education with no health impact. User support included remote troubleshooting focused on sensor pairing steps and user education on proper setup. Investigation of this case revealed that the device was functioning as designed and that the issue resulted from user oversight in not scanning the sensor prior to use. It was concluded, based on previously established findings for similar reports, that the cause was use error related to sensor pairing.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.